Event description:
Additional information received indicated a pleural effusion occurred with the patient on (B)(6) 2020, however no further details regarding the effusion is available and it is unknown if it is related to the originally reported ablation procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Further information received confirmed the patient expired. The patient was admitted for sepsis, acute leg pain and atp. The principle diagnosis was cardiogenic shock, septic shock and dempyema. The patient became hypotensive and hypoxic, and later expired. The cause of death is unknown, however it is not attributed to the ablation procedure or study device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00343, 2182269-2019-00093, 2182269-2019-00094, 3005334138-2019-00368, 2030404-2019-00054, 3005334138-2019-00369, 2182269-2019-00095. During an ventricular tachycardia ablation procedure, a cardiac tamponade occurred. During left bundle right superior axis with v2 transition, the patient became hemodynamically unstable. Pacemaking was terminated and ice confirmed a circumferential pericardial effusion. A pericardiocentesis was performed and the drain was left in place. Perclose was administered. The patient was stable and discharged. There were no performance issues with any abbott device.